Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her cervical system for sometime and as a result the ipg became inoperable. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.